Manufacturer narrative:
Visual and functional inspections were performed on the returned device. The reported deflation issue could not be confirmed. The reported difficulty removing the device was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation was unable to determine a conclusive cause for the reported deflation issue; however, the reported difficulty removing the device appears to be related to operational context. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure as performed to treat an unspecified lesion. A 5x8mm nc trek balloon dilatation catheter (bdc) was inflated twice at nominal pressure, but the balloon only partially deflated. The bdc was removed with an unspecified guiding catheter, and an unspecified bdc was used to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.